Manufacturer narrative:
The reported event that the led cover was missing was confirmed during visual inspection. The most likely cause of the reported event is rough handling. The device was scrapped, as it was not repairable.

Event description:
It was reported that during set-up for a surgical procedure the led cover of the device was found to be missing. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during set-up for a surgical procedure the led cover of the device was found to be missing. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.